Event description:
A site representative stated that the surgeon felt inaccurate laterally when registering with tracer in an ent surgery. Surgeon opted to continue the surgery without the use of the system. There was no harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer.